Event description:
The reporter indicated that the device was explanted due to an infection. Documented hemodynamically significant ventiricular tachycardia or ventricular fibrillation. Effective drug therapy cannot be identified.